Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer lost consciousness. Suspected cause was due to the customer¿s personal profile requiring adjustments. Reportedly, emergency medical technicians (emts) were called. Emts provide the customer glucose tablets to address bg. Customer updated their settings to address the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.